Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient developed ventricular fibrillation (vf) post atrial anti-tachy pacing (atp) therapy delivery. Successful vf therapy was provided. Technical services discussed back up pacing and device settings. The device was reprogrammed and remains in use. The issue has been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.